Manufacturer narrative:
Concomitant product: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a nurse via a company representative regarding a (B)(6) male patient who was receiving bupivacaine 20mg/ml at 7.002 mg/day, clonidine 133mcg/ml at 46.56 mcg/day, and morphine 20mg/ml at 7.002 mg/day via an implantable pump for an unknown indication. The patient¿s medical history included methicillin-resistant staphylococcus aureus (mrsa) infection. On (B)(6) 2015, the patient was admitted to the emergency room (ER) with an elevated white blood cell (wbc) count and a large hematoma. On (B)(6) 2015, the device was explanted. Additional information has been requested regarding diagnostics and the event¿s outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received from the patient indicated that the pump was explanted in (B)(6) 2015 due to an infection. The patient didn't have a pump as of (B)(6) 2015. The patient was looking to have a pump implanted in the future.

Manufacturer narrative:
Pump analysis results revealed no anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.